Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Total two devices were implanted including one trunk ipsilateral leg and one contralateral leg. The patient tolerated the procedure. On (B)(6) 2025, follow up CT scan revealed an aneurysm enlargement and a type I endoleak on the distal side of the contralateral leg. On (B)(6) 2025, a reintervention was performed. An additional stent graft was intentionally deployed on the distal side of the contralateral leg, at a position that covering most of the right internal iliac artery. A balloon was inflated to ensure apposition to the vessel wall. Contrast imaging showed deteriorated blood flow in the right internal iliac artery. However, no further intervention was performed. The patient tolerated the procedure. The physician¿s comment: ¿landing length of the contralateral leg was not enough during the initial procedure. As the diameter of the right common iliac was slightly enlarged, I selected an 18mm device. ¿